Event description:
Y-type blood/solution set with standard blood filter used for administration of prbcs 7 minutes into transfusion patient alerted rn that blood was dripping out of the lower luer activated valve proximal to the patient. No obvious damage or crack noted. Transfusion was paused and new tubing applied without incident. Manufacturer response for IV tubing, (brand not provided) (per site reporter) see other reports for update.